Manufacturer narrative:
The date of the event onset was reported as an unknown date ¿approximately two weeks ago¿. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized the event. While hospitalized, the patient was treated with unspecified intravenous antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Four days after admission, the patient was discharged from the hospital. Post hospitalization, the patient was treated with oral antibiotics (drug names, doses, routes, frequencies, and durations not reported) for two weeks for peritonitis. It was reported the patient had asked their physician to remove the pd catheter (because the patient felt that pd therapy was not right for them) and the patient preferred to go on hemodialysis; however, the action taken with dianeal therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.